Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the fill valve of this foley catheter failed; water returned right after the balloon was filled. The catheter was replaced and has been fine since replacement.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and product met released specification. One pieces of actual sample was returned for investigation. From complaint description, it was reported that "the fill valve of this foley failed-water returned right after the balloon was filled". Visual examination on the catheter did not reveal any obvious defect or abnormality. There was no sign of kinking, clamp mark or collapse lumen observed throughout the shaft. The balloon then was inflated with 10ml of water by using a luer tip syringe and it was noticed that the balloon could be inflated without any difficulties faced. No latex particle or other foreign particle seen within the balloon. The inflation eve was normal and no collapse of the inflation lumen observed. Leaving the inflated balloon for 30 minutes showed no sign of leak on any part of the catheter. Deflation of the balloon by connecting empty luer tip syringe barrel to the valve was smooth, spontaneous and complete. Based on the analysis carried out on the returned sample, the catheter was fully functional upon inflation and deflation test conducted. Other remarks: the balloon was able to inflate and deflate without any problem. Since there was no product dis-functionality issue observed based on reported failure, therefore this complaint could not be confirmed. However, non- deflation could be happened due to several reasons such as it was being bent or kinked during the usage, improper fixation of syringe to the valve or excessive pressure applied during deflation process. Besides that, clamping with hard object, heavy encrustation of salt deposits and the use of inflating fluids such as non-sterile water or saline also may lead to such problem. The balloon also should be deflated in a way of gentle aspiration of syringe without any force.

Event description:
It was reported that the fill valve of this foley catheter failed; water returned right after the balloon was filled. The catheter was replaced and has been fine since replacement.